Manufacturer narrative:
Isi (intuitive surgical inc.) Did receive an instrument for failure analysis. There was no broken conductor cables observed during visual inspection. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer reported the maryland bipolar forceps had a damaged conductor wire. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and no damage was noted. The customer indicated that a break was first observed while cauterizing. The customer was unsure if the wire was exposed due to damaged insulation, if the cable was intact or broken in half, or if there was any loss of cautery associated with the damaged cable. There were no signs of thermal damage at the site of insulation damage. No arcing was observed during the procedure. The procedure was completed with a backup instrument. The instrument did not collide with any other instrument or tool during the procedure and no fragments fell inside the patient¿s anatomy. Patient information was not provided.

Event description:
Refer to h11 for follow-up information.